Event description:
The purpose of this letter is to inform you of a quality problem encountered on (B)(6) 2024 at the (B)(6), concerning one of your products: sering 50ml (3p) ll 300865. Reference (B)(4). Lot 2405007. The declared anomaly is as follows: "on receipt: presence of particles in the syringe". The faulty device is currently being sent to logipharma.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and one physical sample were provided to our quality team for investigation. Through visual inspection, a piece of cardboard is observed within the plunger rod, verifying the reported incident. A device history review was performed for lot 2405007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Six retained samples of the reported lot were used for additional evaluation. All product was inspection, no foreign matter or other contamination was identified within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. All individuals are required to follow proper gowning procedures before entering the room. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The stoppers are provided by an external supplier. Based on our investigation, it is believed the piece originated from the stoppers as cardboard is not used within the assembly area. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.